Manufacturer narrative:
Correction: device code (B)(4) does not apply. The conclusion code for the desktop charger has been updated.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. (B)(4). The desktop charger (serial number (B)(4)) was returned and analysis determined the connector pins were broken on the cable as sembly. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, via a distributor, that reported the patient needed to recharge the implantable neurostimulator (ins) everyday. It was noted the parameters had changed, but there was four months they remained the same (6v/1000 pulse/6hz). According to the manufacturer representative on (B)(6) 2014, the pulse width and voltage were very high which caused overload of energy demand. It was noted this made the device discharge for many times, thus needing to be recharged several times a day. The calculated expected recharge interval with the previously stated settings (and assumed 500 ohms impedance, one positive and one negative electrode) was 3.15 days. Additional information reported the impedance tests were performed and all impedances were within 707 and 1142 ohms/within normal range. No actions or interventions were taken or planned. The patient was not receiving effective therapy and had to recharge every day. Additional information later received reported that the patient was fine and received therapy; however recharging was performed every day for four hours. Based on the provided settings and impedances, an estimated recharge interval of 1.76 days at beginning of life and 1.38 days was calculated. Another longevity estimate was ran with the following parameters: program 1- 5.3 v, 1000 microsecond pulse width, 2 anodes, 2 cathodes, 60 hz rate, used 24 hours per day, 590 ohm (electrode impedance) and program 2 - 6.2 v, 1000 microsecond pulse width, 2 anodes, 2 cathodes, 60 hz rate, used 24 hours per day, 658 ohm (electrode impedance). The electrode impedance was used as the therapy impedance was not known. The longevity estimates indicated 2.21 days of longevity at beginning of life and 1.77 days at end of life. Impedance values were within normal ranges. The recharging system had been replaced and it was believed that wasn't the problem. The company representative (rep) further reported that the cause of the frequent recharging and overdischarge remains unknown. Replacement of the ¿patient programmer¿ resolved the issue.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.